Event description:
A report was received that a pt had a left eye memorylens implant in 2000. On the event date, the pt presented with recurrent post-operative episodes of anterior uveitis with anterior vitreous involvement, with recurrent flare-ups upon cessation or reduction of steroid eye drops.